Event description:
It was reported that pump insulin gauge displayed amount different than expected and that fill estimate remained static at 65 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated by technical support that this could occur due to large differences in measured pressures used to calculate remaining insulin and was informed that once insulin in cartridge matched static value, fill estimate would begin counting down normally; customer understood and acknowledged this information.